Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: customer is alleging a negative antigen results on the bd veritor rapid test but a positive result on the rt-pcr.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4) the following information was provided by the initial reporter: customer is alleging a negative antigen results on the bd veritor rapid test but a positive result on the rt-pcr.

Manufacturer narrative:
The following fields up been updated with additional information: medical device lot #: 1158207, medical device expiration date: 2021-11-17, device manufacture date: 2021-06-07.

Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 1158207. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. Customer returned samples were tested. The samples performed as expected and the complaint was not confirmed. The root cause could not be identified. A trend analysis for false negative or discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4) the following information was provided by the initial reporter: customer is alleging a negative antigen results on the bd veritor rapid test but a positive result on the rt-pcr.